Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the sample evaluation results. The sheath were returned for evaluation. Visual inspection revealed no anomalies. An inflation device was attached to the sheath's collapsible port and inflated, there was an outer jacket breach noted at 7cm from the proximal hub. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. Based on the investigation results, the sheath withdrawal difficulty was likely caused by the outer jacket failure. However a root cause for the outer jacket failure cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was returned and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulty when removing the solopath device during a procedure. Follow up communication with the user facility confirmed the following information: iliac repair upon removal of the solopath re-collapsible sheath; the vessel was accessed via femoral artery cut down on the right side for the purpose of introducing a 28mm gore aaa graft for aneurysm repair; no resistance was encountered on insertion; the solopath was inflated per IFU and the aaa graft was delivered successfully; a limb extension was then advanced through the solopath and both the limb extension and solopath were pulled back to position and the limb extension was deployed; resistance was met when trying to pull both back so 100 mcg of nitro were given; the system was then pulled back with minimal force; the limb was deployed and removed without resistance; when it was time to remove the solopath rc sheath, the coda balloon was advanced through the dryseal sheath; an endoflator was attached to side arm to inflate the outer balloon for collapsing; per the IFU, the physician tried to inflate the outer balloon to 6 atm to collapse the sheath, however, 4 atm was the maximum inflation achieved, likely because of a "pinhole" in the outer balloon caused by calcium; the surgeon then held his finger on the pinhole and the doctor was able to reach 6 atm on the endoflator; the endoflator was detached from the sheath to release the atm pressure from the balloon; the surgeon placed a finger on the arteriotomy to stop bleeding while the sheath was removed without resistance or issue; as they started to surgically close the arteriotomy, a total repair of the iliac at just above the insertion site was necessary where the disrupted plaque tore the vessel; the patient received a blood transfusion to replace blood loss; procedure was successful with cut-down and repair of iliac artery; and the patient was reported as in stable condition.